Event description:
Device connectors were melted. Customer stated casing around pins look like they shrunk. Customer stated 3rd and 4th pins were damaged and the device base overheated & was blackened. Customer stated alcohol was used to clean and disinfect the device. A request was made for return product and replacement product was sent.